Manufacturer narrative:
Event - UDI information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the tnit is leaking. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. D4: UDI section, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the reservoir gasket is worn out. One of the red leds is broken and the line cord was faded. Functional testing the confirmed reservoir is leaking form both sides and the bottom of the water tank cover. Root cause was attributed to the worn gasket. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, printed circuit board (pcb) and line cord. Performed preventative maintenance and calibrated the device. Device passed all functional testing after the completed repairs., corrected data: h6 - clinical signs and symptoms or conditions